Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had buttons not responding. The customer¿s blood glucose level was 390 mg/dl at the time of the incident. Customer stated the button was not unresponsive during an easy bolus attempt. Customer stated using the up arrow does not allow them to navigate screens. Customer stated using the down arrow allows them to navigate screens. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.